Manufacturer narrative:
Attempts to obtain additional information regarding the ancure products from the article author were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: lal, b.k., zhou, w., li, ziyi, kyriakides, t., matsumura, j., lederle, f.a., and freischlag, j. Predictors and outcomes of endoleaks in the veterans affairs open versus endovascular repair (over) trial of abdominal aortic aneurysms. Journal of vascular surgery. 2015; 62 (6): 1394-1404.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to compare open vs endovascular repair (evar) in standard-risk patients with infra-renal aortic aneurysms. The article reported that endografts were used from several different manufacturers, including boston scientific. The article reported that one ancure endograft resulted in a type I endoleak. No specific model and serial information was listed in the article. The only patient information provided was that all patients who experienced endoleaks were male. It is unknown if any interventions were performed. No additional adverse patient effects were reported.